Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 4.5mmx12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation at 6 atmospheres, the balloon failed to inflate. It was alleged that the balloon had ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the lumen and fluid in the balloon. Microscopic inspection found no irregularities or defects in the balloon material. An inflation device filled with water was attached to the device. When pressure was applied and brought to rated burst pressure (rbp), the device did not leak and held pressure for 5 minutes. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 4.5mmx12mm quantum maverick balloon catheter was advanced to dilate the lesion. Upon the first inflation at 6 atmospheres, the balloon failed to inflate. It was alleged that the balloon had ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.